Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes on two different days: on (B)(6) 2016: 350 mg/dl, 209 mg/dl, 131 mg/dl, 170 mg/dl and 124 mg/dl. On (B)(6) 2016: 112 mg/dl and 161 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.